Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation. Per tandem's pump user guide, "do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can always adjust the insulin units up or down before you decide to deliver your bolus."

Event description:
It was reported that the customer overestimated the amount of insulin needed, and delivered too large of a bolus. Subsequently, the customer's blood glucose (bg) level lowered to 51mg/dl. The customer consumed carbohydrates to address bg level. Additionally, the pump indicated a data log corruption. Reportedly, customer reverted to manual injections for insulin therapy.